Event description:
This is the first of two incidents with these hot packs exploding. Both events occurred within a two week period this time a nurse was not close to the patient when she activated the bag by squeezing it according to the instructions. The interior contents were splashed all over the nurse holding the bag and a 2nd nurse who was standing nearby. Both rn's had to change their scrubs and housekeeping had to clean the entire patient room. They saved the exploded bags and removed all of these items from the stockroom.